Event description:
A malfunction was reported with the pump displaying malf 0. There was no adverse impact to the customer¿s blood glucose level, as it remained below 500 mg/dl. The customer was assisted by technical support in resetting the pump, and the issue did not recur afterward. The customer continued to use the pump and was advised to contact support if the malfunction reappears.